Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat#nls-340000b, lot# 38893902, description: erg tap pri mod nck 0deg 34mm; cat # 6570-0-436, lot# 39149901, description: delta v-40 ceramic head 36/-2,5; cat# 540-11-52e, lot# 38325501, description: trident psl ha solid back 52mm; cat# 623-00-36e, lot# mla51y, description: trident 0 x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt was revised due to pain.